Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor would not complete a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the inability to complete a baseline recording is the open resistor. The root cause of the open resistor cannot be positively identified, but is consistent with external defibrillations. There is no indication that the open resistor caused or contributed to the patient's death. The patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm. Belt (B)(4) has not yet been recovered. Initial evaluation included a review of the downloaded data. The downloaded data did not indicate any device malfunction that would cause or contribute to the patient's death. Device manufacture date: monitor: 03/05/2014, belt: 04/05/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient reportedly passed away on (B)(6) 2017. Review of the download data indicates that there was wear time past (B)(6) 2017 and the patient received three shocks during asystole on (B)(6) 2017. The actual date of death could not be confirmed. Asystole is considered a non-treatable, non-life sustaining rhythm. There is no indication that the lifevest caused or contributed to the patient's death.